Event description:
A puritan bennett (pb) representative reported that the rt225 breathing circuit allegedly, fails the initial leak test on the pb840 ventilator due to a leak. The leak test is done before the breathing circuit is put on a patient. Apparently, the circuit seemed to leak at the y-piece.

Manufacturer narrative:
The rt225 is not available. We are trying to determine if the pb rep is referring to the correct model number of the breathing circuit. No info to date. Investigation still underway, no results to date. No conclusion can be made at this time.